Event description:
The bullet tip from the capio suture ref #833-124 came off of the suture device while it was being used on a vaginal procedure. During the placement of the stitch, the bullet needle of the capio device dislodged presumably in the cooper's ligament. The surgeon was unable to find the bullet tip in the patient. Capio cl suture device was also inspected but the bullet was not found on the device either. The bullet is too small to be seen on xray so no xray was done. Given that the bullet needle was tiny and it's potential effect on the patient was clinically 0 percent risk, and since it would have been impossible to explore, identify, and retrieve the needle fragment, the surgeon made the decision to leave it in place. Dates of use: (B)(6) 2017. Is the product compounded: no. Is the product over-the-counter: no.